Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.2mmx12mm threader¿ balloon catheter was advanced to the lesion. However, during the procedure, it was noted that the balloon had actually separated and tore in half, leaving the distal 6mm from the tip of the balloon including the middle marker band on the wire in the vessel. The broken device was removed using a snare. The procedure was completed with a different device. No patient complications were reported.